Event description:
I ordered an electric blanket from temu. I've since returned because right after using, I started getting bit a lot in bed, as has my dog. This blanket had to come with bugs - what kind, I'm not sure yet. Not even sure if its a bug from another country, but I am getting bit something terrible and getting sick now. I did have my dog to the vet, and I did go to my dermatologist, but neither found anything bug related.